Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 164 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Based on the analysis, the alleged issue was verified and a different issue was identified. The information will be used for tracking and trending purposes.